Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic insert was analyzed and found to have a broken blade. The blade broke at roughly 0.30¿ from the base and the broken piece was returned. Components adjacent to the broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system prompted that the harmonic ace (ha) tool head was damaged and needed to be replaced. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was continuing as planned with no reported injury.